Manufacturer narrative:
Device serial number unavailable. A manufacturer representative went to the site to test the equipment. The navigation system's positioning sensor unit (psu) was replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was confirmed. The psu powered up with the amber fault light on, and a check of the event log indicated a bump detector battery fault. Additionally, it was found that the battery voltage was low. Otherwise, the psu passed an accuracy test (aak) at 0.32 mm with a passing threshold of 0.35 mm. It was determined that there was an electrical failure with the returned psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while setting-up the system for use in the case, a medtronic representative (rep) found the camera fault light to be illuminated. The rep went into the toolbox and found the following ndi status: ¿bump detector/battery fault, return for service.¿ the procedure was completed with a different medtronic navigation system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information provided from product analysis: the customer described fault was verified. The psu required a new internal battery and optical bench replacement followed by extended pyramid volume recharacterization. The unit then passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.